Event description:
It was reported that in (B)(6)-2010, the patient experienced back pain and stiffness. The patient underwent an MRI and was referred for surgery. (B)(6)-2010: the patient underwent a spinal fusion axialif at l5-s1 where rhbmp-2/acs was implanted. Post-operation, the patient was in pain and unable to undergo physical therapy and also began to experience more back pain and stiffness. The patient also experienced leg pain and weakness leading to falls. The patient experiences pain on a daily basis. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to suffer from bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.